Event description:
A customer reported that an error 4 message was displayed on their freestyle flash meter during the insertion of a test strip. The customer also observed the low battery and booklet icons. The meter is exhibiting signs of the memory overwrite malfunction. There is no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is completed. Customers and retailers have been informed through the letter.